Event description:
The table intermittently does not retract when the table is angulating and impacts the floor. The main concern is for possible injury to healthcare provider should the user's foot be cought between the floor and the table. A pt was not involved and no injuries were reported.